Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient was wearing a pod between 4 and 24 hours the pod's needle had not retracted into the pod. The patients blood glucose level was 137 mg/dl.

Manufacturer narrative:
The received device had the cannula assembly deployed. The formed needle was found exposed at the distal tip of the soft cannula attributing to bleeding/bruising at the infusion site. Blood was confirmed on the device as a result of this needle exposure. The formed needle was not seated properly within the slide retract causing a failure of the needle mechanism to retract the formed needle. Damage was found to the slide retract to indicate that the hard cannula was improperly installed. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.